Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Analysis was unable to verify missing segment due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was unreadable and had an ink dot. The insulin pump was returned for analysis.